Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a beep anomaly. Customer also reported receiving several threshold suspend alarms and an off no power alarm. The customer's blood glucose level was unknown. The customer completed troubleshooting but did not find any anomalies. The customer was advised to monitor his device and to call back if problems persisted. Nothing was replaced or returned for analysis.